Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that a follow up took place at the clinic and the device battery showed les then nine months remaining longevity. It was noted that between april 2020 to september 2020 the battery decreased two to three years (from five to two years). A request for device data review was needed. A review of the device data by engineering confirmed that this device power consumption had been increasing and is expected to continue to increase. A device explant and return was discussed. Engineering noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. No adverse patient effect were reported. The device remains implanted.

Event description:
It was reported that a follow up took place at the clinic and the device battery showed les then nine months remaining longevity. It was noted that between (B)(6) 2020 to (B)(6) 2020 the battery decreased two to three years (from five to two years). A request for device data review was needed. A review of the device data by engineering confirmed that this device power consumption had been increasing and is expected to continue to increase. A device explant and return was discussed. Engineering noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was returned for analysis. Upon analysis completion this investigation will be updated.

Event description:
It was reported that a follow up took place at the clinic and the device battery showed les then nine months remaining longevity. It was noted that between april 2020 to september 2020 the battery decreased two to three years (from five to two years). A request for device data review was needed. A review of the device data by engineering confirmed that this device power consumption had been increasing and is expected to continue to increase. A device explant and return was discussed. Engineering noted that assuming that the behavior remains unchanged there is sufficient battery capacity to support therapy and replacement for at least ninety days. The device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.